Event description:
Nurse was unable to discontinue foley catheter by withdrawing the 6cc of fluid from the balloon and met resistance when tension placed on the catheter in order to remove. The nurse was unable to remove any add'l fluid from the balloon with the syringe. The balloon port was cut off with no add'l fluid being released from the balloon. The physician was notified. The physician massaged the catheter bulb and manipulated the catheter until it was able to be removed from the pt.